Manufacturer narrative:
Follow-up #1: date of submission 05/05/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/14/2014 with the following findings: there was a 4 day power interruption observed on 06/01/2013 at 03:42 pm following a low battery alarm. The battery compartment and cap were undamaged and able to fit and to maintain an electrical connection. No power interruption occurred during the investigation. No intermittent condition was found to the power circuit. The pump passed a 24 hour duration test and was able to prime with no issues. A power issue was observed in the device's history, but could not be duplicated with investigation.

Manufacturer narrative:
The pump has been returned to animas at the time of this report, but evaluation has not been completed. A supplemental report will be filed when investigation has concluded regarding this device. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas stating that there was a power issue with the pump. No further information was provided. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.